Event description:
When doctor was pulling the guidewire out of the sheath at the end of the case the wire frayed and pulled. He stated nothing broke off in patient. I have never seen or been notified of this happening and doctor said it was the first time he has seen it.